Manufacturer narrative:
It was reported that the patient refused to wear earplugs during the scan and was only wearing headphones. It is recommended to use both earplugs and headphones while undergoing MRI examination. Therefore, this incident is considered a user error and not a malfunction of the system.

Event description:
It was reported to siemens that a patient suffered an injury following a procedure on the magnetom avanto system. A patient with a 7 year history of tinnitus, was undergoing an internal auditory canal examination on the left ear for hearing loss and tinnitus. Following the examination, the patient stated that the tinnitus was worse. No information was provided if any medical treatment was performed. Additionally, no information was provided regarding the patients current condition.